Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative open button was confirmed during product evaluation. The assignable cause for the condition was due to a faulty phm keypad. The phm keypad was replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an inoperative open button. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.